Manufacturer narrative:
The device was not returned for evaluation to date and no photographic evidence was provided. (B)(4). Per the instructions for use, the user is advised the following: avoid lateral stresses to the instrument or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments should be stored in the shoulder restoration system tray to protect the features. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, smi-02n, was being used on (B)(6) 2021 during an unknown procedure and ¿the needle was loaded correctly, and I had them even swap for a new needle to check if this was the issue but when attempting to fire the needle on both suture passers they were stuck and force had to be used to try and fire it and release it as well¿ leading to one of the needle tips breaking off (on the back table.)¿ there was no injury/impact to the patient. The two suture passers,smi-02ap¿s, will be filed as concomitant devices. Further assessment questions have been sent, but to date no answer has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.